Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced. The alarm was confirmed through review of the event history log and caused by a failing downstream sensor. The downstream sensor was replaced to correct this condition. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during patient therapy in the intensive care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.